Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user input. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection.